Event description:
It was reported that the pixel encountered resistance as it was being tracked over a guide wire outside of the pt. The soft tip separated from the pixel during the attempt to remove the device from the guide wire. The separated tip was easily identified and removed from the guide wire. The device was not used in the pt.